Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to halos and glares. There were no suture or vitrectomy done with the exchange, of the lens. No other information is available.

Manufacturer narrative:
Section a2, a3, a3a, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted the following information was known, however inadvertently not included in the initial filing. A2: age at time of the event: 66. A4: weight: 150 a5: ethnicity: not hispanic/latino. B4: patient¿s operative eye was the left eye. Increased glare noted one-week post-implanted. Glares at night. Replacement lens was a non-jnj lens. D6a: implant date: (B)(6) 2024. D6b: explant date: (B)(6) 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient¿s operative eye was the left eye. Increased glare noted one-week post-implanted. Glares at night. Replacement lens was a non-jnj lens.